Event description:
It was reported that device was forming straight shots.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted upon completion of the evaluation.